Event description:
The customer stated that she was hospitalized due to hyperglycemia. The customer stated that she had food poisoning, which led to vomiting. The customer also stated that she was suffering from gastroparesis. Troubleshooting was performed and found that the basal rates were correct. The date on the insulin pump was incorrect, so the customer was assisted with correcting it. The prime test failed initially. However, after changing the infusion set, the prime test passed. The high pressure test passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.